Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with unspecified mentor saline breast implants and experienced postoperative left-sided deflation. The diagnosis was confirmed by a physician upon examination. As a result, the patient underwent bilateral explantation on (B)(6) 2020 and replaced with unspecified mentor gel breast implants.

Manufacturer narrative:
On march 31, 2020, the product investigation was completed. Device investigation summary: during visual inspection of the device, no apparent damage could be observed. Leak testing was performed in accordance with mentor procedures and a leakage from the valve was found. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. Manufacturer's reference number: (B)(4).